Event description:
During a clinic follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted to review the records for reprogramming recommendation, however, an egm anomaly has occurred. No intervention has been performed at this time. The patient was stable and will continue to be monitored.